Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the left anterior descending artery. A 12 x 3.50mm promus elite drug eluting stent was successfully deployed in the lesion. However, the physician noted that resistance or stickiness was encountered during removal of the delivery system which resulted in loss of wire position and caused a short delay to the procedure. The procedure was successfully completed. No patient harm nor complications were reported.